Event description:
Caller alleged discrepant results with the inratio meter compared to the doctor's point of care (poc) meter. Results as follows: date: (B)(6) 2012; inratio: 3.6; poc: 5.0.

Manufacturer narrative:
Investigation: discrepant results (accuracy) comparison of inratio test result(s) with lab result(s) provided by end-user at time complaint was filed: date: (B)(6) 2012: inratio: 3.6; lab: 5.0; mean: 4.3; confidence limits: (2.4 - 6.1); result: pass. Reported results are within the confidence limits for passing accuracy comparison. The results are not considered discrepant within the context of the documented variability for inr testing. No strip lot info provided. No product associated with the complaint is expected for return. No further investigation is possible. Conclusion: review of complaint found customer received unexpected results. Analysis of client's data from inratio and reference method revealed that test results met accuracy criteria. Due to insufficient test/pt info and strip lot info, further investigation for product performance could not be performed. Root cause could not be determined from the info provided by the customer. This issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.